Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Of the two more products had an issue, what was the reported issue with each of the 2nd and 3rd drains? Adhesion between the trocar and the drain. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were the six products reported involved over the same patient procedure? Yes qty of product involved from 6 to 1 if no, please open one product complaint for each patient procedure. What is the lot number of each involved device? J2309094 were any of the faulty drains used on the patient? Yes if yes, was leakage detected (please specify how many faulty products were used on the patient)? Yes was another drain needed to correct the situation? Yes if yes, was the new drain placed surgically during a second procedure? Unk please perform and document the follow up attempt for product return. Will be shipped. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). H3 evaluation: complaint sample review: complaint sample received for evaluation, products were inspected visually, below were detailed observations: product-b: no sticking mark was found on the trocar (video of visual inspection). However, a chip-off marks on upper surface of the drain was visible, while inspected under magnification. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a drain was used. The drain had adhered to the trocar needle before the package was opened. Upon receipt and analysis, a chip-off marks on upper surface of the drain was visible, while inspected under magnification. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.